Event description:
Client changed regulator to new alarming e cylinder. (Family member actually changed regulator to new tank). Family member loaded into car and client began to drive off. They reached over with their right hand to turn on the cylinder. At that moment when they opened the cylinder, a flash occurred. The regulator exploded into the dash. A small pea size hole was blown out of the regulator. A flash occurred but no continued flame. Client jumped out of slow moving vehicle, was transported to hosp and burns to both hands. No burns to any other parts of body. Client notified branch in 2003.